Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and blood in the guidewire lumen. Examination under magnification revealed a balloon pinhole and scratches on the balloon 1.5mm distal of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at 14 atmospheres on the first inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.